Event description:
Adverse event(s): no patient consequences (no consequences or impact to patient). Product problem(s): vitrector would not cut (failure to cut). The nurse reported that the vitrectomy cutter worked for one cut, and then stopped working altogether. The surgery was completed and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
No products have been returned for evaluation. The serial number was not provided for further investigation. The root cause could not be determined at this time. (B) (4). (B) (4). (B) (4).